Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was also extrinsically breached due to a cut and became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a routine prophylactic lead extraction, the atrial lead was damaged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, ICD, implanted: (B)(6) 2009; 419478, lead, implanted: (B)(6) 2005. (B)(4).